Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular (rv) lead pacing impedance trend not available, however at interrogation rv pacing impedance measured 192 ohms. A 5061886 short circuit counts since (B)(6) 2015. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2014, rv capture threshold has risen to greater than 2.5 v and is consistently above 2.5 v.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for low impedance. The lead also had undersensing and when tested the lead had oversensing and noise when the patient raised their arm. Additionally, an insulation breach was detected. The lead was reprogrammed and remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.